Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted continuous, r wave synchronous beep tones one day post-implant. The beep on r wave feature was toggled on and off, but the beeping continued. Magnet application stopped the beep tones; removal of the magnet resulted in the beep tones resuming. Programming tachycardia mode off resulted in a continuous tone.